Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/10/25 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user was hospitalized due to diabetic ketoacidosis (dka). The exact event date was not reported but is estimated to have occurred on 2/8/2025 or 2/9/2025. The user's healthcare provider (hcp) contacted the cds, who reached out to the user. The user reported that their ilet device repeatedly displayed a "restart" message. The cds advised them to contact customer care for a replacement; however, there was no record of their call. Follow-up attempts to contact the user were made by customer care and the cds, but the user did not respond.